Manufacturer narrative:
Investigation of returned suspect position motion control box confirmed the reported problem. Installed positioner control box in test imaging system, the system prompted for motion calibration. While performing motion cal, it was noted the x and y axis movement is as expected, but z axis results in stuttering and choppy movement to the right. Terminated motion calibration and reloaded firmware via remote desktop. Communication and firmware load was successful. Attempted motion calibration again and stuttering with choppy movement remained. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced position controller and tested. System performed as intended. Return requested for suspect position motion control box. Suspect position motion control box returned to manufacturer for analysis and is under analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system was not moving in the z direction as expected. When pressing the button on the pendant to move the imaging system in the z direction, the imaging system would not move. In trouble-shooting, attempted to re-home and re-load firmware to the position motion controller, however, issue was not resolved. As this behavior occurred post-op, there was no effect on the procedure. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.